Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined.

Event description:
Clinical trial. It was reported that 902 days following a coronary artery drug eluting stenting treatment procedure, the patient experienced a myocardial infarction. It was reported that at the time of the index procedure the patient presented with an acute myocardial infarction and was taken for an emergent procedure. The index procedure identified and treated one 95% restenotic, 3.0x16mm lesion of the distal circumflex using direct stenting with a 3.0x20mm taxus express2 drug eluting stent resulting in 0% residual stenosis. The patient was discharged three days later on asa and plavix. The patient returned 902 days following the index procedure with a q-wave myocardial infarction. Three days later, a target vessel reintervention was performed due to focal in-stent restenosis of the distal circumflex stent. Another manufacturer's drug eluting stent was deployed, and the patient was discharged five days following the myocardial infarction. The patient was reported to be taking asa and plavix at the time of these events. The investigator reported the relationship of the device to the events as "probable."